Manufacturer narrative:
(B)(4). Date sent 11/8/2024. D4 batch #119c03. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60g reload was returned with an opened package, and unfired with the reload pan partially dislodged from the left proximal side. In addition, 7 double drivers missing and 1 double drivers out of position, making the reload non-functional. No functional test was performed due to the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device batch number 119c03, and no non-conformances were identified. The lot#160c20 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a lobectomy surgery, opened the packing and noted that staple drivers fell off . Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.